Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly, the malfunction alarm was cleared and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 150-160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.